Manufacturer narrative:
Concomitant product(s): product ID: 3889-28, lot# va00mgu, implanted: (B)(6) 2012, product type: lead. Product ID: 3889-28, lot# va00mgu, implanted: (B)(6) 2012, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a healthcare provider for a clinical study reported a urinary tract infection (uti) resulting in an unscheduled clinic or office visit. Laboratory testing and urinalysis was performed on (B)(6) 2016. Culture showed positive for uti so medications were administered on (B)(6) 2016. The event was ongoing. The uti was not related to the procedure but was "unlikely related" to the device or therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the uti was resolved without sequelae on (B)(6)2016. No further complications were reported.

Manufacturer narrative:
Additional information was provided that determined that the event previously reported was not at all related to the device or therapy, or implant procedure. This event is no longer reportable for serious injury. Patient code (B)(4) no longer applicable to this event. Evaluation code 92 is no longer applicable to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the clinical site reported that the uti was not at all related to the device or therapy, or implant procedure. No further complications were reported/anticipated.